Event description:
It was reported that cartridge alarms occurred during the load sequence and during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.